Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated for report submission date and to report device evaluation results. Updated for device return date, for awareness date and for report type and follow-up number. Updated for follow-up type, for device evaluation status, method, result and conclusion codes and for device inspection.

Event description:
Per complaint: (B)(4), upon being placed and tightened with moderate force, a dental implant's hex stripped. The implant was removed four days later. No adverse patient consequences were reported.